Manufacturer narrative:
Event description: updated, device returned for evaluation: updated, device codes: updated, device available for evaluation: updated, evaluation codes: added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: "doctor removed fiber and scope to drain bladder", upon reinsertion "the beam was coming out the tip". First fiber: 98,000 joules used and 17 minutes expended. The tip of the fiber was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure; fiber "forward firing" was observed. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported. No injury to patient was reported.